Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to disassociation of the glenosphere taper adaptor from the baseplate. The central screw, glenosphere, taper adaptor, humeral tray and bearing were removed and replaced. As the surgeon was attempting to implant the new central screw, it would not seat fully and did not allow the taper to mate with the glenosphere. The central screw was removed and the surgeon was able to successfully mate the taper and complete the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "disassociations of modular components have been reported." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-09332 & 1825034-2015-00031).